Manufacturer narrative:
(B)(4). Concomitant medical products: arcos 12x150mm spl tpr dist, catalog #: 11-300812, lot #: 350800, regenerex ringloc multihole, catalog #: unknown, lot #: unknown, e1 +3 max-rom, catalog #: unknown, lot #: unknown, biomet biolox-delta ceramic taper with adapter, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05506, 0001825034-2018-05508, 0001825034-2018-05509, 0001825034-2018-05511, 0001825034-2018-09387.

Event description:
It was reported patient underwent a left hip procedure. Subsequently, patient underwent aspiration.